Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer was hospitalized due to a diabetic coma as a result of meter being unavailable for use due to error messages. Caller stated last blood glucose reading prior to the incident was on (B)(6) 2018 at 9 am of 54 mg/dl. Caller reported that at 8 am on (B)(6) 2018, caller had to wake customer up; he was dazed but responsive. Caller stated when attempting to test, received 2 error messages of e-6 and e-4; gave customer normal dose of novolog insulin 32 units which customer took himself; was not based on readings. Caller reported customer then ate, and then passed out at approximately 9 am; caller waited to call paramedics until 11 am and they treated customer with an IV of glucose; customer woke up very quickly. Customer was taken to and admitted to the hospital where they regulated his insulin. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.